Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that while attempting the lead implant, there was difficulty deploying the lead. Upon removing the lead, it was noted that the guide wire was bent. The lead was not used, and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
The reported events were difficulties deploying the lead and the stylet bent. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The reported event of the stylet bent was confirmed by visual examination. The cause of the reported event the stylet bent was isolated to the procedural damage. X-ray examination of the lead found the inner coil was over torqued in the connector region and the outer insulation was twisted consistent with the procedure damage. The electrical testing was normal.